Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown buretrol set was found to have several particles which look like small fibers in the drip chamber. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection with a magnifying glass did not reveal any particulate matter in the drip chamber. In addition a retained sample was evaluated. Visual inspection did not reveal any particulate matter. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.